Event description:
In 2008, it was reported by the doctor that a gentleman who had an infected incisional hernia repaired seven weeks ago. He is doing well except for a wound that continues to drain a whitish pus like fluid. No systemic signs or infection of any sort. Eight days later, additional information received by the doctor: "my patient had an enterocutaneous fistula from prior mesh repair (years ago). I did a small bowel resection with repair of the abdominal wall defect with collamend bio-mesh. It did well initially, but now is draining copiously what appears to be a whitish material". Reported the following month: patient continues to have a problem drainage from his wound and has been unable to work for 3 months now. A recent CT scan shows mild decrease in the collection, but he is growing mrsa from the wound. He is afebrile and gaining weight. Were it not for the continued drainage, doctor would say patient is doing great. Per e-mail rec'd from doctor on 12/4/08: "I took the patient back to surgery about three weeks ago, removed what was left of the collamend mesh and closed him primarily... In all honesty there was not much left of the mesh but a slime.".

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.